Event description:
The customer reported that the device did not meet a performance specification while on a pt. The mean airway pressure (map) would not go above 22 cmh20. The specification is 39 to 43 cmh20. The pt was not compromised at all.